Event description:
It was reported that removal difficulties and stent damage post deployment occurred. The 80-95% stenosed target lesion was located in mild-non tortuous and moderately calcified left main artery. Intravenous ultrasound (ivus) was done, and pre-dilatation was performed of the target lesion. A 5.00 x 16mm synergy megatron stent was unpacked and prepped with one negative prep. The synergy megatron stent was then advanced for treatment and few angiographies was done to confirm proper position. The physician inflated the device with a 70 saline and 30 contrast mixture to 16 atmospheres (atms) for 25 seconds and dialed down the atms for 5-10 seconds to zero and pulled negative. During removal of the stent delivery system (sds) with inflation device on negative, the sds would not pass through the 7fr. Non- boston scientific guide catheter and it was stuck. The physician tried to lightly tug on the sds system to release and the balloon would not retract into the guide catheter. The balloon of the sds was tried to inflate to 3-6 atm and slowly came down but still the balloon did not wrap well as well as retract into the guide. The physician then removed the entire guide catheter, samurai wire, and sds from the groin sheath. However, it was noted that the ostial part of the stent was deformed due to the sds balloon getting stuck and unable to remove from the guide. The physician re-wired the coronary artery and deploy a 5.0x 12mm synergy xd stent to cover the deformation of the megatron stent and the procedure was completed. There were no patient complications nor injuries reported.